Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a planned, non-emergency treatment, which was delayed 30 minutes and completed after restarting the system from the gpdu (geometry power distribution unit). The philips remote service engineer (rse) inspected the system remotely and found that the lateral c-arm's geometry movements were unavailable. Upon troubleshooting, the rse checked the geo module and the release buttons on the larc. There was no movement on the lateral. The system was rebooted, but the issue persisted. To resolve the issue, the rse shut down the gpdu and turned it on. After the next system boot, the lateral movements were working again, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the lateral c-arm's geometry movements were unavailable. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.